Event description:
The customer reported that, during a procedure, the user found the elevator wire of the duodenovideoscope was broken. The subject device was sent to an olympus service center for evaluation. During repair of the scope, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during repair (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported event (broken wire) was confirmed. The forceps elevator wire was completely cut off. In addition, due to a pinhole on the bending section cover, water tightness was lost; the adhesive on the bending section cover was detached; the bending section cover had wear; the coating on the connecting tube was peeling; the connecting tube had a wrinkle; the image guide protector was shaved; the grip had a dent; the suction cylinder was shaved; the forceps channel port was shaved; switch 1 had a scratch; the universal cord had a scratch; the scope connector had a dent; due to wear of the angle wire, the bending angle in up/down / left/right (u/d / l/r) direction did not meet the standard value and the play of u/d / l/r knob is out of the standard value; due to cut on forceps elevator wire, the forceps raising angle did not meet the standard value; due to damage on the charge coupled device unit, the image had black dots; due to clogging of the nozzle, water removal ability did not meet the standard value; due to cut on the forceps elevator wire, the forceps skip or sway on the upper half of the endoscopic image; the plastic distal end cover had a scratch; and the light guide lens had a chip. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, reported cause is likely due to k-wire breakage, the forceps elevator did not function and cleaning of the forceps elevator was insufficient, which caused clogged foreign material or, the reprocessing method conducted by the user was different from method recommended in IFU. The event can be detected/prevented by following the instructions for use which state: -IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure with using endoscope if cleaning/disinfection/sterilization are insufficient. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU (reprocessing manual): manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator. IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. Returning the endoscope for repair states on cleaning device before returning for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.